Event description:
It was reported that the customer received multiple continuous glucose monitor (cgm) error 42. There was no reported adverse impact to the customer related to the reported issue. Reportedly, the customer continued to use the pump for insulin therapy and also had manual injection supplies available.